Manufacturer narrative:
On 9/25/15 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - could not confirm failure as unit ignited and passed light output without smoking. Additionally, the control board fail sequencing error and a mounting clip was missing from the top cover. Plus, power entry module and attenuator require replacing. Device history evaluation - nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. (B)(4). Health hazard evaluation history: none. Repair history: not available. Conclusion: root cause of failure cannot be conclusively determined since the unit powered up and passed light output. According to technician, the mirror was not installed into the bracket, this potentially could cause the unit to smoke as it would mis-direct the high intensity light and cause the unit to smoke from melting or burning of parts. No components appeared to be burnt. Additional checks showed the control board failed error sequencing codes, the power entry module and attentuator switch require replacing. Plus, the top cover is missing and fastening hook.

Event description:
Customer initially reports lightsource was smoking during in-service. On 6/16/15 no further information available.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.